Manufacturer narrative:
The investigation determined that discordant, higher than expected result when comparing a vitros immunodiagnostics products hs troponin I (hstni) result obtained from a patient sample to the result obtained using vitros troponin I reagent on a vitros xt7600 integrated system. The assignable cause of the higher-than-expected vitros hstni result could not be determined. The data provided were generated as part of a correlation study conducted to support the laboratory introduction of a new assay, vitros high sensitivity troponin I (hstni). Results obtained using the vitros hstni assay were compared to results generated by the currently in use vitros troponin I es assay as part of routine verification activities. As vitros hstni is a highly sensitive assay, it is analytically designed to detect lower concentrations of troponin I than the existing assay and potentially enabling earlier detection of cardiac injury. Therefore, it is possible that results between the vitros hstni and tropi es assays will not always be concordant. The ortho field application specialist (fas) was onsite performing validation of the vitros hstni assay which was not yet in use in the customers laboratory. As part of the validation process, the ortho fas ensures that the vitros hstni assay is performing as intended on the vitros xt7600 integrated system prior to the patient correlation study. Quality control (qc) results must be acceptable, or the fas would not progress with the validation. Therefore, it is not likely that an issue with the vitros xt7600 analyzer contributed to the event. As this testing was performed as for introduction of a new assay, there was no historical quality control (qc) for review of the vitros hstni reagent lot 0021 performance. Continual track and trending has identified an increase in vitros hstni us complaints. (B)(4) has been created for further investigation. The sample type was plasma and fas has confirmed samples were not hemolyzed, icteric or turbid. The date the sample was collected was not provided, however, the quidelortho fas stated all samples were collected and tested with the vitros tropi es assay 2 to 6 days prior to testing with the vitros hstni us assay on (B)(6) 2026. The sample was processed for the vitros tropi es assay on the vitros xt7600 integrated system and immediately placed in freezer until correlation study performed by quidelortho fas. No details were provided on pre-analytical handing on the sample at initial draw and after sample was thawed and processed for correlation. Therefore, pre-analytical sample handling could have contributed to the event. A consultation with quidelortho medical safety officer: most clinical guidelines advise caution when interpreting isolated troponin elevations in critically ill patients, as troponin testing lacks specificity for type 1 mi in this population. Additionally, the vitros hstni results were obtained during a correlation study, were not reported outside the laboratory, and there were no allegations of patient harm. In this case, the risk of serious patient injury is considered unlikely. However, given that the result exceeds five times the male 99th percentile url (12 ng/l) and the 40 ng/l rule-in cut-off vitros hstni, there is a possibility that, under unusual circumstances, such a result could lead to escalated invasive investigations with the potential for serious patient injury.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, higher than expected result when comparing a vitros immunodiagnostics products hs troponin I (hstni) result obtained from a patient sample to the result obtained using vitros troponin I reagent on a vitros xt7600 integrated system. Vitros hstni = 353.8 ng/l (>male 99th percentile url) versus tropi es =0.020 ng/ml (<url) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros hstni results were not reported from the laboratory. The data provided were generated as part of a correlation study conducted to support the laboratory introduction of a new assay, vitros high sensitivity troponin I (hstni). There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).